Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her son's insulin pump alarmed button error. Customer indicated that the insulin pump worked after being wet but that it cannot get wet anymore. Troubleshooting advised that her son's pump is water resistant. Customer's blood glucose was unknown at the time of incident. Customer was advised to have her son discontinue use of the device and revert to a back-up plan doctor's instruction. Customer was advised that the device would be replaced.